Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) turns off alone. It is unknown under which circumstances this event occurred, and if there was patient involvement. However, no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and identified excess dust obstructing the source of ventilation which cause overheating and disconnection of the unit. The fse drained dust dusting obstructed ventilation output. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge brazil has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints. (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) turns off alone. It is unknown under which circumstances this event occurred, and if there was patient involvement. However, no adverse event was reported.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) turns off alone. It is unknown under which circumstances this event occurred, and if there was patient involvement. However, no adverse event was reported.